Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, it appears that the cause of the reported ventricular deployment with resulting central ai is possibly related to a combination of patient (severe aortic annular calcification, moderate aortic root calcification) and procedural factors (ventricular deployment of valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was positioned 50/50, however, during deployment the valve shifted and deployed 70/30 ventricular. A post deployment echocardiogram showed the native leaflet overhanging with moderate central ai and trace paravalvular leak (plv). In order to troubleshoot, the decision was made to deploy a second valve. A second 23mm sapien valve was implanted more aortic with a final result of trace pvl and no central ai. The patient was noted to have remained stable throughout the procedure. After the case the physician and the cs had an opportunity to discuss the perceived root cause for the events. Per report, the leaflet overhang was attributed to the low placement of the valve. Per report, the patient¿s aortic valve was severely calcified, the patient¿s aortic root was mildly calcified, the ejection fraction was 60%, the sinotubular junction (stj) measured 26.6mm, the sinus of valsalva (sov) measure 31.5mm and the patient had moderate to severe annular calcification (mac) on the posterior side. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.